Manufacturer narrative:
The lot number was not provided. An unused supercore device from inventory was simulated-use tested to attempt replicating any spray like behavior. No leakage or spray was able to be determined to come from the needle when fired. An additional test was conducted by filling the biopsy housing with water through the housing windows before firing. Water sprayed from the housing windows when the fluid filled device was fired. Returned material was received as unopened packages. It is possible, based on recreation attempts, that the device became covered or filled with blood through the housing windows. Once filled, the firing of the spring forced the fluid back through the viewing notch in the housing causing the fluid spray. However, without the affected product being returned for review, this issue could not be confirmed. Currently no manufacturing issue has been identified for the root cause of this issue.

Event description:
When activated, the secondary needle came loose and sprayed fluid on the users face.